Event description:
Ivus performed which was complicated by distal catheter tip breakage within the distal svg. This was treated by trapping catheter tip behind the 4.0x 38mm stent. No immediate complications noted.